Manufacturer narrative:
(B)(4). A biocompatibility letter was sent to the account, as requested. Investigation summary: the device has not been rec'd for investigation at this time; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio. The most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.

Event description:
It was reported by the customer after deploying the marker and taking post stereo images in a breast biopsy procedure, the marker was not found in the biopsy cavity. The marker was removed from the probe and another marker was inserted to complete the procedure. After deploying the second marker, the probe and marker were removed from the breast together. While taking post mammogram images, it was noted the tip of the marker had sheared off into the biopsy cavity. While checking the markers, the tip of the first marker was noted to be missing. The pt was sent home under normal post biopsy instructions. The physician is awaiting the pathology report to determine next steps. No add'l info is available at this time.